Event description:
This report is based on information provided by philips service operations bench personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, which xl does not start intermittently. There was reportedly no patient involvement. The reported issue concerns the repair of xl equipment for a customer, with the likely cause being the equipment's age and the customer's need for support guidance. While a quote has been provided, it's uncertain whether they have accepted it, and the customer's equipment hasn't been submitted for repair. No evaluation of the device by a philips employee has occurred. Despite multiple attempts to request information on problem resolution, no response or information has been received. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the xl does not start up on an intermittently. No patient involvement reported at this time.